Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer did not provide a blood glucose value. Tandem's technical support educated the customer on the auto-off alarm. A follow up with the customer indicated that multiple alarms occurred; however, specific details could not be provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.